Event description:
Boston scientific received information that the patient with this right atrial (ra) lead experienced asystole when raising their left arm. There were several ventricular tachycardia events which appeared to be noise. A chest x-ray was performed and a fracture was not visible; however, the lead was taught. Technical services (ts) indicated if there was no slack on the lead, movements such as breathing and raising the left arm may pull the lead enough to create a microdislodgement or create tension on the lead in the header. A revision procedure was performed and the lead was found fractured and dislodged. The lead was surgically abandoned. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.